Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of the leadless implantable pulse generator (ipg), placement was performed at the septal region, and parameter measurement was first conducted. No issues with the values were found, and the threshold at that time were stable. After performing the pull <(>&<)> hold, measurement was conducted again, and a pacing failure was observed at high outputs. It was determined that this was unacceptable, so device recapture was performed. For the second attempt, placement was performed at a slightly lower region of the septum, and measurement was conducted again. Thresholds were stable before the pull <(>&<)> hold test, but pacing failure was observed again at high outputs after the test. After waiting for a short period and measuring again, pacing failure was still observed at high outputs. The delivery system (ds) was temporarily removed from the body, and the manipulation was checked. A slight change in shape was observed at the tip, and a dent in the catheter was confirmed. It was determined that continued use of this device could result in inability to safely implant, so the ds and leadless ipg were replaced. After replacement, the leadless ipg was implanted at the mid-septum, and this time pull <(>&<)> hold was first performed. Engagement of the tines was confirmed, and measurement was conducted, showing favourable thresholds and good capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Mc2avr1-delsys this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6).) D9: yes, return date: 05 jan 2026. H3: yes, product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. The analysis indicated that the delivery system outer shaft was bent. Visual analysis of the lead indicated damage during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.